Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 4/27/2026. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 no device problem found. Additional information: d1, d9, h3, h6. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. H3 investigational summary: the product was returned to eth for evaluation. Visual inspection revealed that one suture piece in two sections and one empty foil packet were received for analysis. Product code w9236. During visual inspection of the returned sample, significant crimping marks were observed on the body needle. The tip of the needle was examined and no deformation or anomalies were observed during the visual inspection. Additionally, the needle was passed through a tissue simulator and no abnormalities were noted. The suture pieces were examined, and the ends were noted to be cut probably caused by a surgical instrument. Besides that, one extreme was noted to be crushed. As the suture is absorbable and the duration and conditions of environmental exposure could not be determined, functional testing was not performed. As with any device, care should be taken to avoid damage to the strand when handling. Avoid the crushing or crimping action of surgical instruments, such as needle holders and forceps. As part of eth quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.

Manufacturer narrative:
Product complaint # (B)(4). D4/g4: device is not distributed in the united states but is similar to device marketed in the USA. Therefore, (01) gtin is not available. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: did this event contribute to any patient adverse event? If yes, please explain. --no. The following information was requested, but unavailable: how long was the delay? Please specify in minutes. Please refer to the event description, other information requested is unknown. Were there any unexpected outcomes or complications as a result of the prolonged surgery time? Please refer to the event description, other information requested is unknown. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a right hemicolectomy under general anesthesia procedure on (B)(6) 2026 and suture was used. A patient with malignant colon tumor underwent surgery. During the operation, the doctor used suture and found that the needle hardness was insufficient, making penetration difficult. During the suture, the suture broke, causing prolonged surgery time, aggravated tissue damage, and increased surgical risks (poor wound healing: improper needle insertion, inaccurate layer alignment, uneven healing, aggravated local inflammatory reactions, increased risk of wound dehiscence, increased probability of infection, etc.). No adverse patient consequences were reported. Additional information was requested